Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the c-cover being chipped was due to a deformation/distortion problem. The most probable cause of the deformation/distortion problem is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Additionally, the most probable cause of the surface of the insertion tube peeling off was due to a degradation problem identified. The most probable cause of the degradation problem is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino laryngo videoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that the c-cover was chipped and the surface of the insertion tube was peeling off. It was determined that the c-cover and the insertion tube needed to be replaced. There was no patient involvement.